Event description:
As reported via the edwards clinical specialist, during an edwards transfemoral tavr procedure, access was obtained via left femoral cut-down. Some resistance was noted while inserting the rf3 delivery catheter into the sheath. Post valve deployment, upon sheath removal, a kink was noted. Further angio inspection revealed a dissection of the external iliac. The dissection was repaired using a 10mm x 30mm stent overlapped with a 2nd stent of 10mm x 40mm. The patient was transferred to ICU in stable condition.

Manufacturer narrative:
The kinked edwards introducer sheath was returned to edwards for evaluation in used condition. The sheath was evaluated by visual analysis, dimensional inspection, and a sheath kink test was performed. Visual inspection revealed no sharp surfaces or loose material/components that could have caused a dissection in the patient. Additionally, upon insertion of the introducer it was noted that there was no gap between the introducer and distal sheath tip that could have caused difficulty or an area where vessel calcification or the patient's anatomy would possibly get stuck. Sheath kink test was performed where the sheath kinked at a radius meeting the kink radius specification. Dimensional inspection was performed on a section of the sheath cut proximal to the kink. The inner diameter (ID) of the sheath along the body, the sheath ID at the radiopaque (ro) tip and the wall thickness of the sheath were measured. Additionally, the outer diameter (od) of the introducer where the sheath tip overlaps the introducer in orthogonal positions of the introducer were measured. All readings met the component drawing specifications. Review of the device history records of the sheath assembly, and the introducer assembly lots did not reveal any issues. The vestamid blue tubing component lot of the sheath had a 100% sort to inspect inner diameter. There were no issues that could have caused a manufacturing non-conformance related to the tubing complaint. A 100% visual inspection of the distal tip integrity for incomplete fusing, over-stretched material, excessive steps or bumps, serrated transition, holes or rough surface, no splits, breaks, flashes or other mechanical damage to end of tip, is completed. A 100% inspection of shaft integrity to be free of process and surface defects such as cracks, dents, scratches, marks, and discoloration is conducted. Additionally, 100% inspection of distal end i.d. Using a pin gage with go/no-go method is conducted. The reported kink was confirmed on the returned sheath during product evaluation. Evaluation of the device revealed no manufacturing non-conformities that could have contributed to the reported dissection. The inspections on the device components and assemblies make it highly unlikely that a damaged component/device caused a dissection to the patient. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access site diameter of the lfa was noted to be 7.97 mm. The patient had reported mild vessel calcification and tortuosity. The tavr procedure requires large bore devices in patients who often have pvd. The placement of sheaths and dilators in these vessels may result in damage to the vessel at the site of the arteriotomy. It is unknown what caused the reported vessel damage but is likely that the combination of patient factors, and the insertion of a large diameter dilator, that in combination contributed to the reported vessel damage. No further actions are required at this time.

Manufacturer narrative:
Device pending return and evaluation. Investigation is ongoing.